Event description:
Pt was having a heparin flush of the port at 12:40 pm and then she experienced immediate abdominal itching. Pt was admitted to ER at 13:00 pm. No rash noted. She began to feel some heavines in the chest and some shortness of breath along with a tight hacking cough, no cyanosis. Pt denies any headaches, blurry vision, abdominal pain, nausea, votiming or diarrhea, no extremity pain, symptoms as mentioned above. Pt was treated with one benadryl 50 mg po, prednisone 60 mg po, and xopenex nebulizer 1.25 mg once. Responded well. Discharged from ER about 5:00 pm same day. Dates of use: 4 days, 2008. Diagnosis or reason for use: heparin flush.

Manufacturer narrative:
No user info given in FDA medwatch. Phone call to FDA resulted in no release of contact name. Pt history regarding history of allergies, possible previous use and/or reaction as well as other medications and devices are unk, but could be contributing factors. A review of the mfg records did not reveal any anomalies in the production of this lot. Furthermore, an investigation of the product components did not produce any data to suggest a component related issue. All required testing, including ph, sterility, endotoxin, nacl, heparin assay and particulates, was conducted on this lot and the obtained results met the documented acceptance critieria. Test results of the heparin lot used in this batch were acceptable.